Event description:
The customer reported that an operator sustained a knee injury after tripping over a printer's electrical cord and falling while attempting to dry a leak from the back of the dimension vista 500 instrument. The customer clarified that the operator did not slip on the liquid. The operator was examined, received an x-ray, and has a magnetic resonance imaging (MRI) scheduled. The customer did not provide further details regarding the operator¿s status and/or medical treatment. There are no known reports of adverse health consequences due to this event

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an operator tripped over the printer's electrical cord and fell while attempting to dry the leak from the back of the dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site to address the leak. During the visit, the cse found a leak in the bio waste pump and replaced the pump bellows and waste fitting, tested pump, and ran quick check and samples, both recovered acceptably. Siemens concluded that the malfunctioned waste pump bellows potentially contributed to the leak. The instrument is performing according to specifications. No further evaluation of this device is required.